Event description:
During attempted implant, the device showed an error message and could not be interrogated. A different device was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported events of error message and failure to interrogate were confirmed. The device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The report event of error message could not be reproduced; hence, the cause of error message could not be conclusively determined.